Manufacturer narrative:
Submit date: 9/1/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
According to the reporter, while putting up the device it did not suck up. A cut was observed on the probe at the level of the 23 / 25 mark. The device has been changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The device history record (DHR) review file was reviewed indicating that product was released meeting all quality standard requirements. No physical sample was received for this report; the root cause of the reported condition stated by the customer could not be determined. The process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.